Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual examination of the device found that the returned balloon had evidence of being inflated with congealed blood in the balloon and shaft. There was a kink in the shaft 607mm from the distal tip. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure (rbp) when a leak was noted. A microscopic examination of the balloon material observed a pinhole leak 4mm distal to the proximal end of the blades. In addition, one 5mm distal blade segment was bent. One blade was lifted 5mm distal to the proximal end of the blades. None of the blades were detached. No other damage was noted to the device. A review of the manufacturing documentation could not be performed as the batch number is unknown. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2011. It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. No lesion information is available. The 1.5 x 4.00mm spcb flextome over-the-wire balloon catheter ruptured at unknown atms. No patient complications were reported. Returned product analysis revealed a lifted blade.